Event description:
It was reported the occipital pain patient experienced pain and less than 50% therapy relief with their right side implant. The patient experienced a ¿sudden¿ loss of stimulation/therapeutic effect when they suddenly ¿felt a much smaller stimulation area.¿ it was further reported that about two and a half weeks prior to report the patient ¿suddenly felt that the stimulation was lost in half of the area on the head.¿ the patient also reportedly experienced overstimulation, whereby their stimulation would become ¿very intensive, like an irritating fly¿ and the ¿patient had to turn the stimulation off for a while¿ as a result. The ¿sensation of the fly behind one of the patient¿s ears¿ reportedly occurred ¿at least two times per day.¿ there were no falls or traumas associated with the event. Impedance testing was performed and found the patient¿s therapeutic impedance values to be within the normal range, however unipolar electrodes 1 and 2 were both ¿>40000¿ ohms, as were all bipolar electrode pairs that included those electrodes. It was noted that an out of range (oor) message would be displayed on the patient¿s programmer and the message ¿charge sooner, position trend suspect¿ was displayed on the physician programmer. The patient also experienced a ¿charging issue¿ where they ¿needed to charge for about 2-3 hours every day.¿ additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3877-60, lot# 0209099086, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Additional information reported the patient had lost stimulation 'in quite a big area.' The patient was reprogrammed in an attempt to 'get some kind of' stimulation. The patient's lead and extension were replaced at the time of follow-up. The patient was reprogrammed following the replacement procedure and was 'doing well' and 'got back the stimulation in the right area. It was noted that following the replacement procedure the patient would 'get some kind of muscle contractions quite easily.' This condition persisted despite several reprogrammings.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-60, implanted:(B)(6) 2015, product type: lead. (B)(4).